Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary arteriovenous malformation (avm) using ruby coils. During the procedure, the physician experienced resistance after advancing the ruby coil approximately five centimeters within the introducer sheath; therefore, it was removed. The procedure was completed using additional ruby coils, pod and pod packing coils (pod pc). There was no report of an adverse effect to the patient.